Event description:
It was reported that the pt complained of infection following deployment of an angio-seal device. An ultrasound of the femoral artery revealed an anomaly consistent with pseudoaneurysm. No visible drainage or redness was noted at the sites, oral antibiotics were prescribed. The pt returned one week later witout improvement and was admitted to the hospital and placed on IV antibiotics. After no improvement, exploratory surgery was performed which revealed that the femoral artery was encapsulated with an infectious process and the artery had been "dissolved". The encapsulated mass was removed and a 5-cm graft was implanted. The pt developed deep vein thrombosis following surgery which has since resolved. The pt was seen in 3/2002 and is recovering; the site looked good. The surgeon indicated that he and several colleagues suspect there is an aggressive micro organism causing the arteritis.